Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: powered lacrosse 2.75x12. Guide wire: runthrough, eel light. Guide cath: mach 1. Stent: xience v 3.0x15. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, heavily calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided further aided the investigation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In conclusion, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the target lesion in the right coronary artery was mildly tortuous and heavily calcified with 90% stenosis. Dilatation was performed with a voyager nc balloon catheter after the crossing of a non-abbott guide wire. However, after the second inflation of about 18 atmospheres, the balloon ruptured. The procedure was continued using a non-abbott balloon catheter. No patient effects were reported. No additional information was provided.